Event description:
On (B)(6)2022,the package was found broken during inspection. Involved 152 pcs.

Manufacturer narrative:
Qn#(B)(4). Quantity of 152 devices were found during incoming inspection. Original complaint quantity reported is 152. Additional sample received for investigation and associated to MDR 3003898360-2022-00357.

Event description:
(B)(6) 2022 ,the package was found broken during inspection. Involved 152 pcs.

Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w 6/box lot # 73b2200015 was manufactured on (B)(6) 2022 a total of 27,000 pieces. Lot was released on (B)(6) 2022. DHR investigation did not show issues related to complaint. The customer provided three photos for analysis. The complaint of "broken package - sterility compromised" was able to be confirmed by the photos. The customer returned one unit of 528235 visistat 35w 6/box for investigation. The returned unit was an unopened sample in its original packaging. Ink blots were observed on the interior of the packaging. The packaging was observed to be damaged at the corner of the tray next to the cover block and opposite the lidstock. The sterile barrier of the returned sample is compromised due to the packaging damage. This is an issue related to the packaging process of this device. A nonconformance has been opened to further investigate this issue. The reported complaint of "broken package - sterility compromised" was confirmed based upon the sample received. Visual examination of the returned sample revealed that the packaging is damaged to the point of a compromised sterile barrier. This is an issue related to the packaging process of this device. A nonconformance has been opened to further investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature.